Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was from 9 mg/dl to 222 mg/dl, 322 mg/dl and 372 mg/dl. It was reported that they had insulin flow block alarm. The customer was advised to change the entire infusion set system. The insulin pump will be returned for analysis.